Event description:
(B)(4). It was reported that following a coronary artery drug eluting stenting treatment procedure, stent damage was found. The index procedure treated the de novo, 2.5x20mm, 90% stenosed lesion of the mid portion of the distal circumflex. Treatment consisted of direct stenting with a 2.5x24mm taxus express2 drug eluting stent deployed at 16atm and post dilation with a 2.75x20mm balloon inflated to 22atm resulting in 0% residual stenosis with timi 3 flow. Successful apposition of the stent to the vessel wall was confirmed by ivus (intravascular ultrasound). No problems were found at the study required follow ups. Coronary angiography was performed in (B)(6) 2009 and it was noted that stent deformation on hinge motion due to beat of the heart was observed. There was no restenosis of the stent. It was decided to monitor the patient condition. The investigator assessed this event as definitely related to the study device.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)